Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that the patient had not been feeling well and sometime the patient is "real drugged up and then they are not." The consumer reported that the patient had an appointment set up for (B)(6) 2017 because they seem to have side effects from the medication. The consumer reported they think the patient is allergic to the medication because the more they up the pump the worse they felt. The consumer thought that when the patient was being weaned off their opioid pain meds that, that was the reason they weren't feeling well. The consumer reported the patient's doctor is very good. No further complications were anticipated/reported.